Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06-feb-2026, a sales representative reported via email that an ar-1588btb-2j tightrope ii btb with deploying suture experienced an issue during use. When attempting to pass the suture through the tightrope mechanism, the tape balled up within the button and could not be advanced as intended. The issue occurred in a procedure on (B)(6) 2026, with no reported patient harm.